Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for delayed wound healing at the implantation site of their closed loop stimulator (cls). A revision was performed to move the cls pocket deeper and reinforce with extra sutures. During a follow-up for the revision procedure, the implantation site was not healing as expected. The evoke scs system was explanted.